Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. The scalpel could not pass pre-run test after re-installed. It indicated error 'tighten assembly' when connected with gen11. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error code 5 displayed on gen04 then the scalpel could not pass pre-run test after re-installed on gen11 which displayed an alert screen. The device was functionally tested with both generators gen11 and gen04. During functional testing on gen11 an alert screen was received and when tested with gen04 an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel of gen04 . The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear."